Event description:
It was reported that the insulin pump had no delivery, blank screen and alarm was going off. Customer stated rewind was uneven and motor stops and there was condensation inside the screen. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.